Event description:
It was reported that the basket tip of the fiber was broken. There were no patient complications reported.

Event description:
It was reported that during a procedure the basket to retrieve stones did not closed properly when operated by the scrub nurse. It was noted that there were attempts to open and close the basket without success ultimately concluding that the fiber tip was broken. The procedure was completed using an extra basket to retrieve stones. There were no patient complications reported.

Event description:
It was reported that the basket tip of the fiber was broken. There were no patient complications reported.

Manufacturer narrative:
H6 device code updated: detachment of device or device component.